Manufacturer narrative:
F2203 - imaging required, f2201- biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: chronic siliconoma.

Event description:
Healthcare professional reported "chronic siliconoma" diagnosed by MRI. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: weight to the spec, delamination partial orientation dot, black particles in the device, voids in the gel, wear abrasion and deformation device. A delamination partial of the orientation dot (adhesive failure). Based on the device analysis the final assessment is: no issues found related with the manufacturing process." Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "chronic siliconoma" diagnosed by MRI. The device has been explanted. This record relates to the left side.